Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 90% stenosed lesion was located in the severely tortuous and calcified unspecified coronary vessel. The physician advanced the 15mm x 2.0mm maverick 2 monorail balloon catheter and attempted to predilate the lesion. The maverick 2 balloon was inflated once to "nominal pressure" and the balloon ruptured. The physician completed the procedure with a different device. No patient complications were reported and the patient's status is good.